Manufacturer narrative:
Block b3: date of the event was approximated to 11/01/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on an unknown date. The anatomical location is unknown. During the procedure, the clip misfired. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.